Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse provided a quote for the unit but the customer has refused repair of the unit. No further action is required.

Event description:
It was reported that during a service/test performed by the customer, the cs100 intra-aortic balloon pump (iabp) displayed a "maintenance required code #5." The customer's fse performed helium calibration and observed the offset:140 was out of specification. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. The full name of the event site in was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during a service/test performed by the customer, the cs100 intra-aortic balloon pump (iabp) displayed a "maintenance required code #5." The customer's fse performed helium calibration and observed the offset:140 was out of specification. There was no patient involvement and no adverse event was reported.